Event description:
Caller states that the result of 646mg/dl was found in the device memory, but she does not recall receiving that as a result. No action was taken based on this finding. No adverse event reported. Requested return of suspect device and replacement was sent.